Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that there was some right ventricular (rv) lead noise being sensed by the implantable cardioverter defibrillator (ICD). The oversensing appeared to be due to electromagnetic interference with the ICD. The device remains in use. No patient complications have been reported as a result of this event.